Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There was pt involvement and no adverse consequences were reported. Attempts to gather additional information from the account were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.